Manufacturer narrative:
Conclusion statement: user error contributed to event. No medwatch 3500a has been received from user facility. Three requests were made and documented requesting this info.

Event description:
Review of x-ray showed that allegedly insert had disengaged from tibial base and metal peg inside of insert was cockeyed. At the time or revision, it was allegedly shown that all components were intact except the insert.